Manufacturer narrative:
During inspection and testing, service considered that the breakage of the video connector allowed the entry of moisture, which caused there to be no image, which impacted the ccd. In addition, service found the optics retention coupler was damaged. The control panel housing was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that prior to a procedure, the image on the subject device was blurry. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, the customer's reported issue was not confirmed or duplicated. However, service found there was no image due to cracks in the structure of the multi-pin video connector that affected the charge-coupled device (ccd) unit. This report is being submitted for the malfunction found during the device evaluation (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to the video connector being broken likely due to stress. The specific root cause of the broken video connector could not be determined at this time. Olympus will continue to monitor field performance for this device.